Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-02063. The pt received an scs system which included a surgical lead and two cinch anchors. It was reported the lead was explanted and replaced due to a loss of stimulation. During the explant, the physician noted the lead was fractured at the anchor site and both anchors were bent and broken. The lot numbers of the cinch anchors were not available; therefore, neither a mfg date nor an expiration date can be provided. The explanted products were not returned to the MFR for analysis. Follow up on the pt found no further issues reported.